Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting high blood glucose while wearing her insulin pump. Her blood glucose was 476 mg/dl. She treated with a manual injection. The device passed the high pressure test. Customer was advised to change the entire set and treat per her doctor's instructions. She was directed to the website for additional resources. Although the device passed the high pressure test, customer wanted a replacement. A replacement order was created. Nothing further reported.